Manufacturer narrative:
Evaluation results and conclusion code have been updated. This report has been updated from serious injury to product problem. Model number updated from m3508a cable to heartstart mrx m3536a. This report is based on information provided by philips customer support personnel and has been investigated by the philips complaint handling team. The patient had a burn sign; however, philips was unable to obtain additional details regarding the degree of the burn and the treatment of the burn. Multiple requests were made; however, no information was able to be provided by the customer. Based on the available information, the cause of the cable malfunction could not be determined, as the serial number and other data about the cable were not available. Based on the information available, no further action is necessary at this time. Based on the information provided, it is unclear what caused the heartstart hands-free cable to malfunction, leading to the burn sign. If additional information is received, the complaint file will be reopened.

Event description:
Evaluation results and conclusion code have been updated. This report has been updated from serious injury to product problem. Model number updated from m3508a cable to heartstart mrx m3536a. Philips received a complaint regarding the philips heartstart mrx, indicating that a patient sustained a burn sign during a cardioversion procedure involving the cable, and burns are a known side effect of cardioversion. The device was in use on a patient. A first-degree burn was reported, which is considered a minor injury.